Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was through extensive testing including bench handling, stress testing, and environmental chamber testing without duplicating the report. An internal inspection of the device found no dscrepancies. The lcd color cable assembly was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured before UDI requirements.